Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain. The acetabular cup was reported to be vertical. Implant wear and metal debris were also noted. Loosening was also noted-spot molds on the cup and otherwise fibrous on-growth.

Manufacturer narrative:
Patient was revised to address pain. The acetabular cup was reported to be vertical. Implant wear and metal debris were also noted. Loosening was also noted-spot molds on the cup and otherwise fibrous on-growth. Doi (B)(6) 2007 dor (B)(6) 2014 (left hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes bv2cy1 and 2326925. A search of the complaint database search finds one additional reported incident against lot code 2327179 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records and x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.